Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter alleged that the battery cap was not secured properly to the pump and was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/08/2014 with the following: the returned battery cap threads were found to be damaged/stripped. The battery cap was not able to be fully secured to the pump. There was no damage found to the pump. The battery cap contact height measurement was found to be out of the required specifications. The battery cap contact width measurement was found to be within the required specifications. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.